Event description:
After receiving treatment to alter patellar (kneecap) positioning), pt experienced skin irritation when anchor fix underwrap (adhesive fabric tape) was removed. According to the physician therapist, there was very minor irritation and it wasn't significant enough to disuse the product. The physical therapist noted that this type of minor reaction is common with adhesive fabric taping. This pt did not experienced additional irritation with continued use of the anchor fix.